Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause could not be determined. There were no similar events reported in the lot. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration surgery, the shunt could not be inserted into the incision which was made with a 25g needle. The surgeon used enough force to bend the shaft and the shunt detached from the delivery system. Another incision was made and a new shunt was inserted normally. Add'l info was received from the surgeon, who indicated the pt is recovering. The surgeon also reported that the pt had a cataract removed with an intraocular lens (iol) implanted during the same surgical procedure.